Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that unstable thresholds, unstable impedance and diminished sensing were observed on the right ventricular lead. Fr acture was suspected. The lead was capped. No patient complications have been reported as a result of this event.